Manufacturer narrative:
Event date was reported to be either in the end of (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified injections for the event. At the time of this report, the patient has recovered after reported as approximately two to three weeks. Action taken with pd therapy was not reported. No additional information is available.